Event description:
End user reported itching, with no rash under his tape border.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported he uses hydrocortisone for the itching but, it does not relieve the itching. He stated there is no redness at this time. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.